Event description:
It was reported through an implant card received by the MFR that a pt underwent generator and lead replacement surgery due to lead discontinuity. Further info was received from a co rep indicating that add'l info will not be provided by the explanting hospital. The generator was completely dead and the old implant was done in (B)(6) from where the co rep could not obtain any info. Moreover, the co rep indicated the neurosurgeon is retired and the explanted devices were discarded.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.